Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8416700, model: sc-8416-70, serial: (B)(4), batch: 7071344.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of pain and swelling were noted. No device malfunction was suspected. The patient was prescribed with antibiotics and underwent an explant procedure wherein all devices were removed. The explanted devices will not be returned as they were kept by the medical facility.